Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Device evaluated by manufacturer? No. Lens remains implanted. (B)(4). Lens remains implanted.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye (os) and noted excessive vault, with a refractive surprise/refractive change overtime, in the post-operative period. The patient experienced blurred vision. The lens remains implanted.